Manufacturer narrative:
(B)(4). Date sent to FDA: 09/09/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3, h6. Additional information was requested and the following was obtained: a 51-year-old male patient underwent incision and internal fixation for left calcaneal fracture surgery in the (B)(6) guangxi province on (B)(6) 2021 (the specific situation of the previous surgery was unknown, and the wound healed well). The operator additionally performed incision to remove the internal fixation, and used the absorbable suture (vcp345h) produced by our company to perform the subcutaneous tissue suture of the incision in the way of interrupted suture. The silk thread braided non-absorbable suture (the specific product model was unknown, which has been separately reported. Report code: (B)(4)) produced by our company was used to perform the skin tissue suture of the incision in the way of interrupted suture. The intraoperative suture was smooth. About 10 days after the surgery (the specific event occurred on an unknown date), the patient had redness, swelling and pain at the incision of internal fixation and incision dehiscence was found. Therefore, the patient returned to the hospital for reexamination on (B)(6) 2021. The doctor found that the local dehiscence at the incision of internal fixation at the middle segment of left root bone (the dehiscence length was about 1 cm, deep to the subcutaneous fat layer), with incision redness, swelling and secretion (no microorganism was isolated by bacterial culture). The suture knot was loosened at the suture skin layer and subcutaneous layer. Considering that the infection occurred in the incision of internal fixation was caused by "suture foreign body reaction", the doctor removed the suture at skin and subcutaneous layer and performed drainage and dressing change for the incision. Then the patient's incision condition was improved. The patient's recovery condition was stable currently. No subsequent adverse event report was received. According to the hospital's feedback on the event, it was inferred that the event occurred on (B)(6) 2021. All the other information is not available. Related events captured via 2210968-2021-07637 and 2210968-2021-07638. (B)(4). Date sent to FDA: 09/09/2021. Corrected information: b3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Please describe any medical intervention for infection performed including medication name and results. What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure did the suture knots untie? Were there any precipitating stress factors for the sutures loosening? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the physicians opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Has product been returned? If so, please provide the return date and tracking information. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Device not returned. Related events captured via 2210968-2021-07637.

Event description:
It was reported that a patient underwent a procedure on (B)(6) 2021 for the removal of an internal fixation after left calcaneal fracture surgery and suture was used to sew the subcutaneous adipose tissue. Several days post op, the middle surgical site of left calcaneus was found dehisced, and inflammatory tissue hyperplasia was noted around the suture. The suture was also found loosened and accompanied by infection. The suture was removed, the wound was drained and the dressing was changed on (B)(6) 2021. The wound scar healed and the patient is stable now. Additional information has been requested.